Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl at the time of the incident. The customer also stated that the insulin pump had insulin pump error and they were able to clear the alarm and able to rewind the insulin pump. They performed the self test and they were able to passed the test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.